Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The users blood glucose (bg) level was 314 mg/dl. The user addressed the bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.